Event description:
Patient was admitted with morbid obesity for placement of laparoscopic adjustable gastric band and laparoscopic hiatal hernia repair. After the surgeon repaired a 2 cm sliding type hiatal hernia with a single suture, the port was placed in the left lower location. When the left lower laparoscope port was removed, surgeon noted a piece of the plastic of the port had broken off. This was found in the wound and this was removed. There was a very small 1 mm x 1 mm sliver that surgical team was unable to find. The surgical team thoroughly inspected the wound, checked the drapes, back table and floor to see if the sliver could be found (it was not found) as well as doing a foreign-body x-ray film that showed no radiopaque foreign body. Surgeon stated in the operative report "it is very likely this was more proximally located on the port and that this was actually outside of the body and likely on the drapes around the field, but was not able to be identified." The patient tolerated the procedure without complication. The patient was discharged to home the day after the procedure alert, oriented, and in no distress. The trocar port and one piece was saved.